Event description:
This event was reported as ring explanted after 49 days due to subacute bacterial endocarditis, mitral regurgitation and dehiscence of one-third of the ring. No further info was provided.